Event description:
After high-level disinfection prior to procedures, potential escherichia-coli exposures (a metallo beta lactamase producing organism) have been epidemiologically linked to this ecrp scope. This ecrp scope was in use at our hospital from (B)(6) 2013 thru (B)(6) 2013.